Manufacturer narrative:
During a follow up call up on 06/22/2016, the contact indicated that the customer experienced additional low bg levels of 54-59 mg/dl on the morning of (B)(6) 2016. Reportedly, the contact believes that the low bgs are due to the customer's settings for basal rate in the morning needing adjustment. The customer consumed carbohydrates to treat bg levels, in addition, the contact indicated that the customer's health care provider would be contacted to discuss the customer's basal rates for the morning. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl in the morning. The customer consumed carbohydrates to treat bgs. During the time of the call, the contact indicated consuming food resolved the customer's bg issue.